Event description:
Medium/large ethicon mcm20 automatic clip applier was not dispensing clips and tore the vein graft of the pt in the operating room. Item taken off of field and replaced with same item, different lot number. Same event occurred with second clip applier. Once again was removed from field. Date of use: (B)(6) 2017. Diagnosis or reason for use: multiple clip applier, automatic clip applier. "Is the product compounded: no; event abated after use stopped or dose reduced: yes; event reappeared after reintroduction: yes."